Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the connector (j43) on the inverter board (pn 364045) melted the plastic body. The fse replaced the board and the connector, which included the burnt components. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a burning smell from the optima xl centrifuge. No fire was reported. The fire department was not called and the customer did not require a fire extinguisher. There was no death or serious injury related to this event.